Event description:
Procedure: vats. Pt sex: unk. According to the reporter, the stapler was fired and could not be opened to release pt lung tissue. The staff tried to remove the device from tissue however they could. Therefore, the tissue around sulu was transected. The reporter indicated the pt is doing fine post-op. Also, they stated that the sulu cannot be sent back for evaluation due to the fact that it contains pt tissue.